Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the pump functioned properly during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 6 of the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had audio issue confirmed. The customers blood glucose level was 11.0 mmol/l at the time of incident. The insulin pump will be returned for analysis.